Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from the device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within the next 60 days. No resulting adverse patient effects were reported and to date the unit remains implanted and fully functional.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from the device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within the next 60 days. No resulting adverse patient effects were reported and to date the unit remained implanted and fully functional. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated. Patient code 3191 is being used to capture the additional intervention/surgery performed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from the device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within the next 60 days. No resulting adverse patient effects were reported and to date the unit remains implanted and fully functional. Subsequently, the device was explanted and returned for analysis.